Manufacturer narrative:
(B)(4).

Event description:
The health care provider indicated that she had a "defective" implantable neurostimulator (ins) to return. The caller was not sure if this ins was explanted, or if it was attempted to be implanted and then not used. The caller indicated that it was either explanted, or not used on (B)(6) 2016. There was no patient symptom reported. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.